Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an unspecified reason. The existing cuff was explanted and replaced with a new 3.5 cm cuff. The explanted cuff is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.